Event description:
A customer reported the system shut down on its own then rebooted itself during a case. Once the system was rebooted, the procedure was completed with no complications. All surgeries scheduled for the day were completed with no pt harm. Additional info was received from the company service rep reporting the pt was under anesthesia at the time of the event. No delays, cancellations, or pt injuries were reported.

Manufacturer narrative:
A company service rep examined the system. The distribution pcb and the footswitch were replaced and preventive maintenance was performed. The system was then tested and met all product specifications. (B)(4).